Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: g4: additional 510(k) numbers are k011028 and k013227. One implant was returned for investigation. Visual evaluation of the as returned devices identified fracture around the implant collar. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: implant). Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits or patient factors (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event (implant fracture) was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant at tooth site #4 fractured and was removed. Implant fractured and crown/abutment became loose. Symptoms as a result of the event: pain & inflammation